Event description:
It was reported that during a laparoscopic hepatectomy, mot4 #2, hcc recurrent seg 8, the device was setup at the start of the surgery for dissecting and mobilization of adhesion. 2hrs into the surgery after the tumour is ablated, hcp pick up the harh36 again to resect the surrounding tissue. After 2 buzzes, gen11 prompted to "remove patient" followed by "clean jaw." Scrub nurse followed the instruction to clean the jaw and during retesting gen11 prompted "replace instrument." Thinking it could be a small error, circulating nurse turns off the machine and turns it back on again with the harh36 still connected. Gen11 prompted "activate instrument for 2 seconds" and scrub nurse followed as instructed. Gen11 then prompted "tighten assembly." Scrub nurse removed the device with the torque wrench and setup again. Gen11 prompted "activate instrument for 2 seconds" again and scrub nurse followed. "Tighten assembly" was prompted on the gen11 again followed by "replace instrument." It was suggested to open a new device but hcp stopped it as the surgery is coming to an end. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: x94474. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.